Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor smooth round spectrum prostheses and experienced bilateral capsular contracture (left grade: ii, right grade: IV) postoperatively. Initially, the patient had a consultation with a healthcare professional due to right-sided breast pain and hardness of her right breast. Mammogram was performed on unknown date. However, the result was not provided. On (B)(6) 2021, the patient had a consultation with her surgeon on (B)(6) 2021, and the diagnosis was confirmed. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.